Manufacturer narrative:
This is a supplemental report to provide additional information. It was reported that the found microbe was candida. The device had been reprocessed with an olympus automated endoscope reprocessor model oer4, using peracetic acid. The subject device was returned to olympus service operation repair center (sorc) for evaluation. It was confirmed that there was no deviation in the reprocessing procedure of the facility. The adhesive on the bending section was partially missing, but there was no abnormality in the channel. From the evaluation results, it was not possible to determine the relationship between the device and the reported event. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to omsc for the evaluation. The manufacturing record was reviewed and found no irregularities. Omsc checked the internal tube of the subject device from the distal end of the instrument channel to the suction connector. It was found no abnormality such as the kinks, dirt or foreign objects adhering. It was also not found the significant dirt, foreign objects adhering or damage around the instrument channel port or the cylinder. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Unspecified microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer4. There was no report of infection associated with this report.